Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was planned to be implanted with a cardiac resynchronization therapy defibrillator (crt-d) and was part of a study in which a myocardial biopsy was performed. The biopsies were taken prior to this right ventricular (rv) lead being placed into the patient's vasculature. After the rv lead was implanted a pacing threshold measurement test was started but terminated had to be terminated as the patient experienced pacemaker mediated tachycardia. Shortly thereafter, a drop in blood pressure was observed that was found to be the result of a pericardial effusion secondary to perforation. A pericardial puncture was performed to stabilize the patient and the lead explanted to avoid possible infection. The patient's wound was closed and they were transferred for recovery. It is unknown if the pre-lead implant biopsy or the implant procedure for the lead resulted in the perforation. No additional adverse patient effects were reported. This lead was never in service and will not be returned.